Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician had difficulty placing the lead in a position with ideal pacing parameters. The passive lead was removed and an active lead was successfully implanted in the right ventricle. No patient complications have been reported as a result of this event.